Event description:
Reporter noted numerous tiny matalic particles disseminated on patient's iris at end of phaco. Couldn't tell when particles entered eye; had also been using micromanipulator. No immediate post-op complications. One month post-op eye remains quiet. Concerned about possible late complications.